Manufacturer narrative:
The device remains implanted. The section of the percutaneous lead removed during the field repair is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 3 years post-implant, the pt reported several red heart alarms and pump stoppages while at home. The pt was readmitted to the hospital and the alarms continued when the pt was supported by the power module. The pt was switched to battery support and the alarms ceased. Damage to the external portion of the percutaneous lead was suspected. The manufacturer's trained technical service personnel was informed and after eval, a repair to the external portion of the percutaneous lead was performed.